Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional information received that a patient was involved. They switched to a different pump to resolve the issue.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Oracle ro 1092939 alarms air in line.